Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Additional reason(s) for revision: component loosening (acetabular cup); noise; alval/soft tissue reaction.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; left; asr hip resurfacing; reason(s) for revision: pain. Update: form 73 received (B)(4) 2013. Patient ID number, additional reasons for revision added. Reason(s) for revision: component loosening (cup); pain; noise; alval / soft tissue reaction. Update received: (B)(4) 2014 - marked as legal, added kennedys reference number, added patient name, added patient ID (initials), added patient date of birth, added patients gender.

Event description:
Asr revision; asr hip resurfacing - left hip; reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.